Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately one year and two months post stent placement, the subject experienced target lesion re-stenosis and an arteriovenous (av) access circuit re-intervention was performed. It was further reported that standard percutaneous transluminal angioplasty (pta) was performed to successfully treat the target lesion re-stenosis and the re-intervention was successful. Furthermore, one year, two months and twenty-five days post index procedure, the subject had an adverse event of sepsis following unrelated gastrointestinal surgery. However, the adverse event was not related to the index procedure, not related to the study device and not related to the arteriovenous (av) access circuit. Reportedly, the subject expired in the palliative care and the primary cause of death was infection following cholecystectomy. However, the relationship of the death was not related to the study device, not related to the index procedure and not related to the arteriovenous (av) access circuit.